Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated they have pain at their implant site. The patient went to the ER and it was discovered that the patient has cellulitis. The patient was given antibiotics and will follow up with the physician. The cause of the patient's cellulitis was not determined, but possibly from drama or lower uti. The patient was given oral antibiotic and the issue was resolved. Additional information was reported that the patient was experiencing pain at their battery site. There were not known factors that may have led to this. The patient had their ins taken out due to an infection. The issue was resolved at the time of the report. The patient's medical history includes post laminectomy syndrome. No further complications were reported. No additional patient symptoms were reported.